Manufacturer narrative:
The agent reported "(patient previously had a turon total shoulder performed. Surgeon mentioned patient may have an infection. A revision surgery was performed, and all the components were removed. Surgeon completed a one stage revision surgery using a reverse total shoulder procedure.)." The previous surgery and the surgery detailed in this event occurred 6 years and 2 months apart. This evaluation is limited in scope as limited information was provided to djo surgical - austin for examination. If information regarding cultures identified in the infection, the severity of the infection or any other relevant information is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate the reported devices were the source or had a direct connection with the patient's infection. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. First, there was a nonconformance associated with the main part , turon pegged glenoid implant, size 50, which documents that out of 16 parts lot, 4 parts were rejected and scrapped due to discoloration. Second, there was a ncmr associated with the concomitant part, head, humeral, neutral, 54-18, which documents that out of 10 parts lot, 1 part was rejected due to scratches on inside of non-polished area. Later the rejected parts were reworked and accepted after proper justification. All other items in the respective lot were met with the design, fit and function requirements. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery.. The root cause of this complaint was a revision surgery due to an infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside the control of djo surgical.

Event description:
Revision surgery - infection.